Manufacturer narrative:
Submit date: 3/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit will not beep.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the unit will not beep.¿ the unit was triaged and the customer¿s reported condition was confirmed. This is isolated to the printed circuit board. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.